Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure an alysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.